Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Bent hook, biological debris. The band/balloon without the catheter, one piece of catheter (43cm in length) with the tubing strain relief floating on the catheter, the injection port with a small piece of catheter attached on the tubing connection and the locking connector and a small piece of catheter (4mm in length) were returned. Upon visual inspection, it was noted that buckle of the band was returned torn, and that the catheter connection was no longer attached to the band. The actuator ring from the injection port was returned in the unlocked position, two hooks were deployed and the two other were retracted, biological debris was observed inside hooks and the actuator. Tubing connection was been bent. It was observed that the tubing strain relief was floating on the catheter. Upon microscopic evaluation it was noted that the septum from injection port was punctured 10 times and that no mark, scratch, puncture were observed on the tubing strain relief. With respect of the picture taken by surgeon it was noted that the tubing strain relief was floating on the catheter. A functional test was performed on the injection port with an unsuccessful result. Biological debris impeded the mechanism. The biological debris was removed. A functional test was performed on the injection port with an unsuccessful result. Hooks were deployed but only one hook was retracted. Injection port was dismantled, it was noted that three staples were not longer linked. These three staples are bent. The event "band slippage" cannot be confirmed, device analysis cannot confirm events that are physiological in nature. While it is not possible to draw a definitive conclusion regarding root cause of the band slippage, it is noted that band slippage is a recognized event associated with gastric banding. To mitigate the strain relief migration from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. With respect to the inability to unlock the injection port, upon evaluation it was observed that three of the hooks on the device would not retracted, after disassembling of the injection port it was noted that three links were not longer attached between the actuator ring and hooks. Tissue growth may impede ability to rotate the actuator ring and retract the fastening hooks. A possible root cause is that excessive force was used during the explantation on the injection port, and therefore bent hooks. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported by the patient post implant, a realize adjustable band she was not getting any restriction. Per the patient, they had 3-4 adjustments and all were administered under fluoroscopy. The patient went to visit the doctor in september 2009. At that visit the surgeon was unable to withdraw any fluid. In the summer of 2010, (B)(6), patient stated that she was experiencing difficulty swallowing. The surgeon stated it was possible the band had slipped. However, the surgeon did not check for band slippage according to the patient. On (B)(6) 2011, the band was removed. In a follow up conversation between the explanting surgeon and ees sales rep, the following information was provided. Three fills were documented for both the implanting surgeon and the explanting surgeon. In (B)(6) 2009, 8 mls were removed from the band due to complaint of over restriction. A band slippage was detected on (B)(6) 2011 by the surgeon and the band was explanted. The tubing strain relief was found on tubing during the explant procedure. The band tubing was still connected to the port. The surgeon was unable to unlock injection port to get it off the fascia and just pulled it off. The procedure was completed without any adverse impact to the patient. Both surgeons and the nurse indicate the patient was non compliant with her diet.